Manufacturer narrative:
The prod was not returned for analysis. Results from the prod history record review indicated the prod met release criteria. There have been no other complaints reported in the lot #. Add'l info was requested 04/09/2008 and 04/10/2008 by phone fax and mail. Add'l info was rec'd by phone on 04/15/2008. The surgeon is unwilling to complete the pt questionnaire. This report was mailed to FDA on: 04/24/2008.

Event description:
A surgeon reports he exchanged an intraocular lens because the haptics were stuck to the optic. In a f/u, the surgeon reports that the capsule broke during the procedure and the pt is doing well.